Event description:
A customer obtained negatively biased glu results on the vitros 5.1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event concludes that the negatively biased glu results were related to mis-identification of a eco2 reagent cartridge by the vitros 5,1 system. The root cause of the misidentification is on-going; however, the root cause of the event is instrument related.